Manufacturer narrative:
Results of investigation:the associated complaint devices were not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batches which did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the list parts revealed no additional complaints for this failure mode with the same batch number. A clinical evaluation noted that based on the information provided, the reported recurrent falls, confusion, bone quality/non-union and the ¿presence of pseudarthrosis (which) resulted in the rupture of the device¿ cannot be ruled out as contributing factors the reported event. Patient impact beyond the history of non-union, pain, immobilization via splint, fractured plate and wheelchair reliance currently remains unknown. No further medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient's implanted device broke. It was reported that patient was admitted to trauma department in emergency on (B)(6)2016 where she was told the device was in poor condition and that on (B)(6)2017 the device broke.

Manufacturer narrative:
[(B)(4)].